Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device failed pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the air gas module was replaced. The issue has been resolved and the device was delivered to the user in working condition. The gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) d1 - brand name previous brand name: servo-I, corrected brand name: servo-I base unit. D4 - version or model # previous version or model #: servo-I, corrected version or model #: 6487800. D4 - unique identifier (UDI)# previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).